Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While doing a delta extend shoulder revision, we realized that we did not have the locking screw scewdriver in the instruments. It was not missing but the tray was not ordered. We got one from another instr set, but that caused a 30 minute delay. There was no harm to the patient. Once we got the screwdriver, we were able to remove the locking tip but never able to remove the screws. We tried different screwdrivers, 2.5 and 3.5 heads and were unable to remove the screws. The surgeons decided to leave the metaglene in and change only the stem and poly. It turned out stable and surgery was considered being ok. The revision was done due to patient complaining of pain. The humeral stem was cemented but was loose and removed by hand.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.